Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: "lap sigmoid colectomy" "the doctor tried activating the eb010 on her first 3 activations and the generator read check device. At that time we swapped out the hand piece for a new one. Later in the case the doctor had seal issues and bleeding around the mesorectum. There was oozing at the seals." Generator serial (B)(4). Additional information was received via email from territory manger on wednesday 30-aug-2017 at 6:03 pm: "the status of the patient at the end of the surgery is good as he was able to go to the recovery room. The serial number given is with the generator (sn (B)(4)). The device key and the hand piece will be returned, but we will need to send the return and rga label. The doctor was able to solve the issue of the bleeding and the seal issue by suturing the problem areas. She sutured 3 times. There was a problem with both hand pieces. The first one malfunctioned on the first 3 activations then we switched to another. The second hand piece had the issue with sealing at the mesorectum. I do not have any further details regarding the seal issue, our dm was in the room and might be able to provide more detail." Additional information was received via email from territory manager on wednesday 31-aug-2017 at 11:23 am: "the lot numbers are the same, and we do not need to send back the generator" additional information was received via phone call from divisional manager on thursday 31-aug-2017 at 3:43 pm: "the second hand piece was working fine laparoscopically until they got to the mesorectum. They saw that there was a bleeder even before they were using voyant, and when they tried to control it by sealing it with voyant it did not work. I was not able to see very clearly because the jaws were deep down. The surgeon was saying that the jaws would not hold onto the tissue, and the tissue was constantly slipping out of the jaws. They were having issues with the sealing and the tissue slipping out of the jaws. There was no problem with the generator." Patient status: "good, went to recovery room."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering analyzed the device activation logs that were extracted from a microchip in the device key, which stores information on all of the activations during that procedure. The activation log showed a total of 67 activations. Of those, 9 activations resulted in a "reactivate switch released" alarm, which indicated premature release of the fuse activation button. Testing was performed on the event unit. However, the complainant's experience of insufficient hemostasis and tissue slipping could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the information contained within the device log, it is possible that "reactivate switch released" alarm was associated with the complainant's experience of insufficient hemostasis. Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. The IFU states "release the fuse button when the seal cycle is complete." It is likely that tissue slipping was caused by overfilling the jaws. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." However, the exact root cause of insufficient hemostasis and tissue slipping could not be determined, as engineering was unable to replicate the events. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.